Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge septum lifted from the cartridge when the syringe was pulled away. Reportedly, this occurred with multiple cartridges and the customer continued to use the cartridges. A new cartridge was successfully loaded to address the event. There was no impact to the customer's blood glucose level.